Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent once analysis is complete. References the main component of the system and other applicable components are: product ID: 3550-29, lot# serial# unknown, product type: accessory. Product ID: 3550-39, lot# serial# unknown, product type: accessory. Product ID: 3550-39, lot# serial# unknown, product type: accessory. Product ID: 377775, lot# j0546499v, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the fractured lead wasn't determined. The rep reported that the system wasn't working and it was assumed to be the neurostimulator (ins) and while replacing the ins the fractured lead was found. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 377775, lot# j0546499v, implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient wasn¿t receiving stimulation. The rep reported that it turned out that the lead was fractured. The rep reported that they learned the lead was fractured while they were replacing the battery. The rep reported that they decided to replace the entire system. The issue was resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
Analysis of the lead (j0546499v) found that the stim lead body was cut through, product segmented 17.1 cm from the proximal end. Concomitant medical products: product ID: 3550-29, serial# unknown, product type: accessory; product ID: 3550-39, serial# unknown, product type: accessory; product ID: 3550-39 lot# serial# unknown, product type: accessory product ID 377775 lot# j0546499v serial# implanted: 2005-08-26 explanted: 2018-02-26 product type lead. If information is provided in the future, a supplemental report will be issued.